Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 128 mg/dl while the sensor glucose reading was 58 mg/dl. The customer stated that the sensor was not alarming for the high and low readings. The customer stated that the pump turned itself off and suspended again. The customer was frustrated and ripped everything out. The customer reconnected her pump and sensor in the morning and had blood glucose of over 600 mg/dl.